Event description:
Colostomy takedown procedure. Cs29 dlu was fired and could be removed easily. The tissue rings were complete. However, during inspection of the anastomosis, the front wall had a 1cm opening and the staples were missing from this area. Site had to be re-resected with auto-suture and case was completed without further incident. No patient injury.